Event description:
Pt implanted with proximal femoral plate on (B)(6) 2012, returned to surgeon for routine f/u. X-rays taken on an unk date determined that the femoral plate broke post operatively. Pt was returned to operating room on (B)(6) 2012. Surgeon removed the broken plate and 7 screws, and revised pt to a lateral recon nail and recon screws.

Manufacturer narrative:
The raw material and mfg device history records were reviewed and found nothing that would cause or contribute to the reported incident. All product released met visual and dimensional requirements during manufacture. The investigation could not be completed, no conclusion could be drawn, as no product was received.